Event description:
It was reported the subject device sometimes had an image loss (noise) appears. The issue was identified during an operation. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device sometimes had an image loss (noise) appears. The issue was identified during an operation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation noted the ccu plug of the video cable section has corrosion. In addition, damaged fiber bonding in the outer tube area (distal end) was observed. Based on the results of the investigation, the reported issue was confirmed and noted to be due to the corrosion on the camera cable unit (ccu) plug of the video cable section. A definitive root cause cannot be conclusively determined. Olympus will continue to monitor field performance for this device.